Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hbsag ii results for 1 patient on a cobas e 801 analytical unit. The initial result was 3.52 coi (reactive). The repeat results were 3.75 coi (reactive) and 3.52 coi (reactive). The sample was repeated using the hbsag confirmatory test, and the result was 92.4% (non-reactive). This result was deemed correct. No questionable result was reported outside the laboratory.